Event description:
It was reported by the patient that their stomach was jumping up and down with their previous device. The device was replaced and the next device was implanted on the right side of the patient's chest. It is unknown which of the patient's leads was causing the extracardiac stimulation. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event. Additional information has been requested but not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694958 implantable tachy lead, implanted: (B)(6) 2006; product ID d274trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; product ID 419488 implantable pacing lead, implanted: (B)(6) 2006; product ID 5068-58 implantable pacing lead, implanted: (B)(6) 1997. (B)(4).